Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause since de event was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Water leaks from the output connector socket. Additional findings were found such as: deformity of the rear panel, rear food bent, lamp door rusted and missing two doorknobs, cracked fan, cracked air duct, worn-out socket slider switch causes intermittent use of high intensity mode, corrosion inside scope socket tubing, and the non-olympus lamp life meter is reading at 200+ hours and unstable light intensity output measured out of range. The investigation is ongoing. Additional information has been requested from the customer. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was water coming out of the scope while using the light source. There was no patient harm associated with the event.